Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "anterior shallowing" (collapse). Product problem: "irrigation shut off" (inability to irrigate). "No aspiration" (aspiration issue). The surgeon reported during a planned a/c wash out, when he depressed the footswitch for aspiration, the irrigation shut off. He kept clicking the footswitch and irrigation wouldn't come on again. This happened several times during the procedure with some anterior chamber shallowing. The sys was rebooted during the case for troubleshooting, but the issue did not resolve. The surgeon was able to complete the case.